Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed with the field service engineer that the issue was resolved by replacing the module controller board and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. The customer reported an issue with a half-height drawer showing the error 'drawer not closed.' Customer attempted restarting the device and opening the back panel, but the drawer remained nonfunctional. The customer also observed that the drawer two indicator lights, which were expected to be illuminated, showed only one light on due to the error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.